Event description:
The implant surgeon performed the extraction of an abg ii modular prothesis because the pt had pain. Update (B)(6) 2012: revision surgery of a left abg ii modular implant because the pt had pain and allergy to chrome cobalt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 9616680-2012-00448.